Event description:
The customer reported that there have been burns to pts. The burn were in the coccyx area which is not the area where the pt is in contact with the pt return electrode or the active electrode.

Manufacturer narrative:
(B)(4). The generator was returned and evaluated by the authorized covidien technical service company and found to be to spec.